Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4).

Event description:
A customer reported the test failed due to the tubing being blocked before a procedure. There was no patient involvement.

Manufacturer narrative:
A cassette and vitrectomy probe were received for evaluation. A visual assessment of the returned samples was performed on (B)(6) 2016 and showed that there was a small amount of liquid in the tubing, and no obvious nonconformities. The returned samples were connected to a calibrated system. The samples tested and primed successfully three times. No problem was found with the returned sample. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).